Event description:
It was reported that a patient experienced a cardiac perforation, a pericardial effusion and hypotension. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After getting transeptal access with the faradrive sheath, a non-boston scientific mapping catheter was inserted into the left atrium without issues. No resistance felt with the guidewire. Then, the intracardiac electrogram (ice) catheter was inserted, and the anesthesiologist noticed a drop on the blood pressure indicating a pericardial effusion. It was confirmed on ice and an epicardial puncture was performed with blood drainage, but the issue persisted, so the patient was brought to the operation room (or) for open heart surgery to close a perforation in the left atrial appendage (laa). The patient was extubated and stable and was expected to fully recover from the event. The device was disposed of and therefore will not be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.